Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a conclusive cause for the clinical observation could not be determined. The low implant depth caused regurgitation and prompted the user to implant a second valve. Factors that can contribute to positioning include tension in the system during deployment and interaction between the device and the patient anatomy (calcfication and compliance of the anatomy). The second valve was ultimately deployed valve in valve with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic heart valve was deployed in too low a position, resulting in moderate paravalvular leakage. A second valve of the same size was implanted valve-in-valve to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Additional investigation is pending. A supplemental report will be filed when the investigation is completed. (B)(4).